Event description:
Additional information received from the patient reported that she first started experiencing needing to get up during the night in mid-september. There were no circumstances leading to the symptoms. She notified her managing physician about the issue and had an appointment on (B)(6) 2015. The patient had surgery, the battery was replaced in the device on (B)(6) 2015, and the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v244567, implanted: (B)(6) 2009, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
A patient implanted for urinary dysfunction reported that she had been getting up at night to go to the bathroom one to two times in (B)(6) 2015, which was a change from before when she was sleeping through the night. She thought she had a urinary tract infection so she saw a healthcare provider, who did not locate a urinary tract infection but did indicate bacteria. The patient was prescribed medications, which she took for seven to ten days, but she hadn't taken them for a week on (B)(6) 2015. No potential event cause, troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information.